Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing." Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the tubing at the luer lock connection was not properly connected and customer was not performing the air removal step correctly. Tandem technical support (cts) educated the customer on how to properly connect the luer lock. Reportedly, the customer changed out the infusion set supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.